Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced headaches, muscle weakness and pain when walking since the trial lead implant procedure. Reportedly the physician suggested fluids and rest and pt saw improvement the next day. F/u determined the pt was implanted with a permanent scs system.